Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator, right ventricular defibrillation lead, and atrial lead were removed and replaced due to an infection. The explanted products were not returned.

Manufacturer narrative:
A new device and leads were successfully implanted. The explanted products were not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.